Event description:
The ge oec 9800 fluoroscopy sys did not display an image on the left monitor (live monitor). Sys had just been shipped to a new location by the customer.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found that during shipping by a third party, several of the sys pcbs were vibrated loose, causing the malfunction. The boards were re-seated. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. This malfunction occurred on sys check out by the customer, after the sys was relocated to a different facility.